Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient stopped having access to sound with the device 4 days ago. No trauma has been reported. Radiology shows the implant to be in the cochlea. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient stopped having access to sound with the device 4 days ago. No trauma has been reported. Radiology shows the implant to be in the cochlea.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that the patient stopped having access to sound with the device 4 days ago. No trauma has been reported. Radiology shows the implant to be in the cochlea. Re-implantation is considered but no date has been scheduled.